Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the neurostimulator did not last as long as desired. The device was replaced and the patient recovered without sequelae. If additional information becomes available, a follow up report will be sent. See manufacturer report #3004209178-2011-04034.